Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a false air in line alarm, which interrupted an infusion on a female patient. The pump was swapped out and the patient received their therapy at a later time. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with an air in line alarm, which interrupted delivery, was confirmed during product evaluation in the pump's alarm log. However, this condition could not be reproduced during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. The pump's air sensor was recalibrated as a precaution.service history review determined that the device has not been previously sent into service for the reported condition of "false air in line alarm".should additional information be received, a follow-up medwatch will be submitted.

Event description:
Tandemheart placed (B)(6) 2010. Pt remained on high level pressor and inotrope therapy, intubated/ventilated and sedated. He was nonoliguric in persistent renal failure requiring dialysis. Attempts to wean from tandemheart were unsuccessful resulting in drop in cardiac output and index. Pt also had ventricular arrhythmias and persistent coagulopathy. At approximately (B)(4) on (B)(4)2010 the tandemheart stopped functioning followed by hemodynamic compromise. The pt expired at 0844.